Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for the teflon pad burning off. Char marks were found on the teflon pad, which also had 75% of its length detached from the jaw, exposing metal underneath. There was no damage to the probe. Based on similar reports, a potential cause for thermal and mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a lap tlh procedure, the teflon pad burnt off. There was no report of metal exposed under the burnt pad. There was no reported patient injury or device fragment fallen into the patient. The patient had no pre-existing conditions and no additional interventions. The procedure was completed with another similar thunderbeat device. It was reported that the malfunctioning device had been inspected prior to use with no anomalies found.